Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery tube found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, serial label damage (faded), cracked retainer (dented), and minor scratches on lcd window. In summary, customers alleged cosmetic damage was confirmed at the battery tube by visual inspection where a cracked battery tube and battery treads were noted. Additionally, damaged retainer ring note

Event description:
Information received by medtronic stated that the insulin pump diagonal crack on the battery compartment. No harm was required during medical intervention. The insulin pump was returned for analysis.